Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement on (B)(6) 2014 and subsequently underwent a revision procedure on (B)(6) 2014 due to the axle cap becoming disassembled.

Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. The surgeons report from the procedure stated that no axle caps were found in the joint during the revision. This is either because it has migrated into the tissues or it was not placed during the primary procedure. It is not visible on the x-rays taken, therefore was most likely not inserted during the procedure. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom device is similar to the mets modular distal femur implant (k120992).

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. However on completion of the investigation into the reported event it can now be concluded that the incident does not meet the three basic reporting criteria referenced in 21 cfr part 803 as a marketed device did not cause or contribute to a death or serious injury, or a marketed device has not malfunctioned where the malfunction of the device or a similar marketed device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Product surveillance will continue to monitor for trends. Corrected data: brand name corrected from "custom distal femur replacement implant" to "custom distal femur jts replacement implant." Common device name/product code corrected from "distal femur implant" to "limb salvage system/kro."

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement on (B)(6) 2014 and subsequently underwent a revision procedure on (B)(6) 2014 due to the axle cap becoming disassembled. This is a supplemental report to 3004105610-2014-00162 ((B)(4)).